Event description:
The company was informed that the pt has not made expected progress. A CT scan revealed the electrode array is not in place. Surgery to reposition the electrode array has been scheduled. Advanced bionics is in the process of gathering more information. A supplemental report will be submitted once more information is received.